Event description:
The catheter was being utilized for a cardiology procedure when it kinked approx 4cm from the tip during the attempt to access the right coronary artery. There was no reported injury to the pt.